Event description:
IV not correctly tightened prior to scan, leaked during injection. This lead to the patient getting another scan/radiation dose. IV connectors either leak or completely disconnect from the angiocath under the high injection rates with the use of mechanical injectors in CT scan. This was tested with the quality ed rn and CT tech. Company rep was notified. Qa ed rn spoke with rep and demonstrated our concerns.